Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 71," "defib fault 80," and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.